Manufacturer narrative:
(B)(4). Date sent 9/23/2025. D4 batch #977c87. B3: exact date is unk. Assumed the first day of the month. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the tcr75 reload was received. The cartridge had the proximal 30 drivers up, the swing tab in the locked position and the forks were broken. No functional test was performed due to the condition of the reload. The damage on the reload has consisted of an improper loading technique. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for proper cartridge loading. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 977c87, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.